Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 5 infusion set's adhesive on (B)(6) 2024. The patient reported infusion set patch lifts off of her skin, starting with the cannula. It didn't fell off, but lifted off the skin. No further information available.

Manufacturer narrative:
Initial and final MDR 1901888- MDR 3003442380-2024-11607- device 1 of 5.